Manufacturer narrative:
An arjo investigator examined the device and found paint peeling due to major corrosion on portions of the side rail assembly. A build-up of mold was also found on many areas of the shower trolley. Overall, the unit was in good physical condition with the exception of what has been mentioned. There was considerable mold build-up on the mattress pad; there were no rips or tears noted. A function test could not be performed due to the condition of the device after the incident. Both stretcher mounting bolts had sheared in half, causing the stretcher to dislocate itself from the hydraulic piston and lower chassis portion of the unit. The product is over 10 years old. The expected lifetime of the product is 10 years, which has been exceeded. Based on the info from the site, the manufacturer concludes the root cause of the event was lack of proper maintenance. The bolts have sheared off because of fatigue (the investigator assumes that the bolts are the original ones). The manufacturer recommends all worn/damaged parts be replaced before being returned to use, or (preferably) the entire product be replaced.

Event description:
The facility reports the caregiver was about to bathe the resident, who was on the shower trolley in the shower room. The caregiver stated he placed a container of wipes on the stretcher and turned to reach for other supplies when he heard a loud "snap." At this moment, he turned back to see the stretcher see-saw down to the head end of the unit. The caregiver grabbed the stretcher to stabilize it and called for help. A fellow caregiver came into the room with a lifter and removed the resident from the shower trolley. After the resident was moved to safety, the caregiver released his hold on the stretcher and it fell to the floor, completely separated from the chassis portion of the system. No injuries to the caregiver or pt were reported.